Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient had a volume discrepancy. The actual reservoir volume (arv) (8.5 ml) was greater than the expected reservoir volume (erv) (3.7 ml). It was noted at the last refill the erv=7.5 ml and the arv=8 ml. The hcp thought they had this problem once in the past, "possibly two refills ago", but the volumes were unknown. It was noted the patients spasms were well controlled and they were not having any symptoms nor changes in therapeutic effect. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. As received, the pump reservoir had 24 ml of fluid and was in the simple continuous infusion mode. Pump logs gathered and no anomalies were noted. Infusion history was gathered; past infusion history showed flex dosing. The pump also passed dispense testing. Volume infusion testing was then performed and the pump dispensed with in what was recommended per clinical reference guide.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had been having pump volume discrepancies. The exact number of discrepancies were not unknown per the physician. Patient symptoms included increased spasticity and increased dystonia. The patient was started on oral baclofen 30mcg three times a day. The plan was for the patient to be hospitalized after explant to monitor and increase dosage of the pump as needed. The last pump discrepancy was 10cc more than the expected volume. Catheter dye study and logs were checked. The pump was explanted and replaced on (B)(6) 2015. At explant, the expected volume was 23.1cc and 26cc was removed from the pump. There were no issues with the catheter pre the physician. It was noted that 2cc was aspirated from the catheter access port on the day of report without difficulty. The pump dosage decreased from 1899mcg to 1500mcg per day. The patient's status at the time of report was "alive-no injury." The physician planned on keeping the physician hospitalized for a few days to monitor spasticity and optimize dosage of intrathecal lioresal. On the after noon of (B)(6) 2015, the physician reported that the patient's spasticity and dystonia had improved post pump replacement surgery. They planned to continue to optimize dosage accordingly and as of that afternoon, the patient was receiving efficacious therapy. The patient was stable on the medical unit. It was later reported that after hospitalization ((B)(6) 2015, the patient was doing "well so far." The pump system was delivering lioresal at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.